Manufacturer narrative:
(B)(4). The results of this investigation concluded leaflets 2 and 3 contained tears. There was fibrous pannus ingrowth on both the inflow and outflow surfaces of leaflet 1. No acute inflammation or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, pannus, and tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2012, an aortic valve replacement (avr) was performed due to aortic stenosis and a 19 mm trifecta valve was implanted. In (B)(6) of 2016, aortic regurgitation was confirmed at a routine biannual follow-up and the patient reported recent episodes of dyspnea. On echo, one cusp appeared to be fluttering and a cuspal tear was suspected. On (B)(6) 2017, a re-do avr was performed. Per report, the rcc was detached from the stent post and the lcc was torn along the base of its cusp. After excess tissue on the native aortic annulus was resected and trimmed, the patient¿s annulus was dehisced into a shape of circumferential band. The 19 mm trifecta valve was explanted and a 19 mm carpentier-edwards valve was implanted.